Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information received indicates that the incision site was opening but the device was not eroded. There were no additional adverse patient effects reported. The pacemaker was explanted.